Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) channel, resulting in asystole greater than 2 seconds. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and suggested the local area field representative query the clinic to see if a potential procedure was performed the day of the noise, as it appears external in nature with large amplitudes saturating the amplifier. Besides this event, the rv channel has been clean/artefact free with stable/consistent impedance over the past year. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.